Event description:
According to the reporter, after firing, couldn't remove the instrument. As tried it by force, the anvil tore the proximal tissue. Removed the device cutting pt side. Oozing bleeding was observed. Used another device, and a procedure was completed. Sex: female. Procedure: roux-en-y.